Event description:
It was reported that the sterile saline came through the irrigation tubing and through the battery pack. The fluid did not come in contact with the patient and there were no adverse consequences reported.

Manufacturer narrative:
The device has been received at the MFR for testing. An eval will be conducted, and a follow-up report will be submitted after the quality investigation is completed.